Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that there was leakage from the bottom of the valve. According to the report, the valve was replaced by another one, and the implantation was successfully done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.